Manufacturer narrative:
Medtronic received additional information that it is not possible to quantify how much blood was lost. When the loss was detected, a tourniquet was applied to stop the bleeding. A container was then placed under the drip, and approximately 50 cc of blood was collected. A transfusion was not required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: it was reported that during use of a custom tubing pack a leak occurred, related to a malfunction in the pump's roller line, which is believe to be a manufacturing defect. During the procedure, while the pump was already connected, a leak was detected in the line. Given this situation and the clinical context, it was decided to apply a clamp to stop the leak and allow the procedure to continue in a controlled manner. It is important to emphasize that this type of malfunction poses a significant risk to the patient, since, had the clamp loosened or come off, a massive loss of blood from the circuit could have occurred. Leak occurred in the pump line, the one that acts as the arterial branch; that connection is not tampered with, it comes from the factory. The device was used to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that it is not possible to quantify how much blood was lost. When the loss was detected, a tourniquet was applied to stop the bleeding. A container was then placed under the drip, and approximately 50 cc of blood was collected. A transfusion was not required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a custom tubing pack occurred, related to a malfunction in the pump's roller line, which is believe to be a manufacturing defect. During the procedure, while the pump was already connected, a leak was detected in the line. Given this situation and the clinical context, it was decided to apply a clamp to stop the leak and allow the procedure to continue in a controlled manner. It is important to emphasize that this type of malfunction poses a significant risk to the patient, since, had the clamp loosened or come off, a massive loss of blood from the circuit could have occurred. Leak occurred in the pump line, the one that acts as the arterial branch; that connection is not tampered with, it comes from the factory. The device was used to complete the procedure. No patient complications have been reported as a result of this event.